Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. Patient advised top layer of her skin came off on to the electrodes. Patient advised there was not any blood but has some scaring. There was no alleged device malfunction contributing to the irritation. Patient reported that a pharmacist recommended cocoa butter and vaseline. Follow up indicated that the recommendations are helping with the skin irritation.